Event description:
A customer from the united states reported to biomérieux a misidentification of shigella sonnei as pseudomonas fluorescens for a patient blood culture sample in association with the vitek® 2 gn test kit. The patient was a (B)(6) female with a history of guillain barre syndrome ((B)(6) 2016) who received intravenous immunoglobulin (IV ig) infusions every two weeks. The patient presented to the emergency department with vomiting, diarrhea and syncope. Pcr revealed shigella/ enteroinvasive e. Coli, so IV antibiotics were initiated and a specialist was consulted. She was also treated for shigella bacteremia and an e. Coli uti with reports of vomiting and diarrhea for 5-7 days, and bright red rectal bleeding for 3 days. The patient reported dizziness and weakness, with two syncopal episodes. The customer reported that testing with the gn card gave a reproducible result of pseudomonas fluorescens. Later testing with api® 20e gave a result of shigella sonnei. The organism was not consistent with colony morphology, and indole was negative. The isolate was sent to a reference lab for confirmation. The incorrect result was not reported to a physician and patient treatment was not impacted. The identification of the organism was delayed one day to set up the api test. The delay did not impact any necessary medical procedure or treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested that the customer perform retesting. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states had reported to biomérieux a misidentification of shigella sonnei as pseudomonas fluorescens for a patient blood culture sample in association with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. The strain and raw data were not available. The customer reported setting up the isolate from macconkey agar that had been incubated in air for about 23 hrs. It was noted that the customer autoclaved their dispensette monthly, but sometimes it had gotten missed if the dispensette was just put on a new saline bottle. The customer performed re-tests with a new saline bottle and manually pipetted the saline. The misidentification was not reproduced. One lab report was submitted showing an acceptable identification of p. Fluorescens with nine (9) atypical negative reactions (proa, glya, dman, dtre, suct, dglu, dmne, agal, bgur) for an identification of s. Sonnei according to the gn knowledge base. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. It appears that the misidentification may have been contributed to by the dispensette since a new saline bottle that was manually pipetted to make suspensions did not reproduce the misidentification. However, contamination is typically found with an increased number of atypical positive reactions which was not the case in this pr. Without the strain or raw data, it's not possible to further evaluate the cause of the misidentification. Gn lot # 2410303403 met final qc release criteria. This lot passed initial qc performance testing.